Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative with an implantable drug infusion pump indicated for non- malignant pain. The pump contained morphine with a concentration of 5 mg/ml at a dose of 1.007 mg/day. It was reported there was difficulty being able to read the pump. The patient had lost a dramatic amount of weight. The health care provider (hcp) removed sanguineous fluid from the surrounding pocket, and the patient complained of withdrawal symptoms. The patient had sanguineous fluid removed from around the pocket area in order to read the pump. Fluoroscopy was performed for a pump refill, and the pump was flipped. The pump dosing was dropped to minimum until the surgery date to have the pump removed. The pump was explanted on (B)(6) 2016and would be returned for analysis of possible malfunction. The issue was resolved at the time of the report.

Manufacturer narrative:
Analysis of the pump found no anomaly. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4) no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative on 2016-dec-29. The provided logs indicated that the pump was used to infuse hydromorphone, 5.0 mg/ml at 1.007 mg/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.